Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the picture cuts in and out involving an olympus gastrointestinal videoscope. There was no patient injury reported.